Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and lead system was explanted due to the patient's infection. No new system was implanted at this time. No additional adverse patient effects were reported. The explanted products were not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.